Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to inadequate stimulation. Patient reported good therapy coverage and improved pain relief; the explanted device will not be returned per facility policy.